Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the or and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented to the physician with wound dehiscence and an infection at the neck incision site. Upon examination, the physician noted that the stimulation was beginning to erode through the open wound. Physician prescribed a 10-day course of antibiotics.